Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pusle generator exhibited a diagnostics anomaly, the device remained implanted